Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient system was auto reducing was experiencing ineffective therapy. During surgery the lead was attempted to be replaced, but the lead could not be placed, and all leads were explanted and discarded to address the issue. Additional surgical intervention may be pending to address the issue.

Manufacturer narrative:
Correction - codes & migration. Date of event estimated.

Event description:
Additional information was received stating the leads had also migrated and were explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.